Event description:
It was reported that guidewire fracture occurred. A pt2 light support 185cm straight guidewire was selected for use. However, during unpacking, the device fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Device evaluated by MFR.: the unit was returned with its original pouch. There was no identify failures or evidence that could be lost due to decontamination proess, as part of overall visual revision. The guidewire does not have visual defects. Guidewire without visual defects confirmed. The outer diameter of distal, medium, and proximal sections are within specifications.

Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that guidewire fracture occurred. A pt2 light support 185cm straight guidewire was selected for use. However, during unpacking, the device fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.